Manufacturer narrative:
Based on the limited information available at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged post operative experience. The patient did not have a lot number to provide to davol, therefore a review of the manufacturing records is not possible at this time. The patient has reported that she is scheduled to undergo an ultra sound procedure; and has indicated that she will report the results to davol when available. If/when additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: the patient has alleged that in (B)(6) 2010 she was implanted with a bard ventralex st hernia patch during an umbilical hernia repair procedure. She alleged that since the week after surgery, she has been experiencing painful bowel movements, numbness in the legs, hip and back pain and sharp abdominal pain. Patient alleges that she is currently taking pain medication to manage the pain. The patient reports that she is scheduled to undergo an ultra sound procedure, and has indicated that she will report the results to davol when available.